Event description:
Account reports ports pulling out of sets. Does not seem to be a specific port, happening on all the ports. Account utilizes the "needlelock" device. No medical intervention required for pt. Incident occurred on an adult.